Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the day of treatment. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after on the day of the treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technician reported that a patient presented with corneal haze in both eyes, approximately three months following bilateral lasik surgery. The patient reported having a decrease in vision and glare. Topical steroid dosage was increased to treat the event. In a follow up, the technician reported that the cornea haze continues. The patient will return in a month for follow up. There are two medical device reports associated with this event. This report is for the left eye.